Event description:
Medtronic - ICD [internal cardiac defibrillator]- implant issue - vendor rep enrolled patient into wrong carelink clinic at implant. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Reliance on this manual process poses a patient risk (should this be scanned instead or implement an electronic solution?). Manufacturer response for implantable cardioverter-defibrillator, cobalt ICD (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).